Manufacturer narrative:
Complete initial reporter name - (B)(6), manager. Additional initial reporter name & occupation - (B)(6), cvicu rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer verified there were no visible kinks in any lines or at the groin site and that all cables were seated appropriately. They were assisted in switching over to the fluid lumen for access. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).